Manufacturer narrative:
The reported event of erosion/abrasion was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation noted at 19.6 cm to 19.7 cm from the connector pin, proximal to the suture sleeve tie mark which is consistent with friction to device can. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room. After the pocket was opened, insulation abrasion was noted on the lead. There were no electrical anomalies associated with the lead. The lead was explanted and replaced. The patient was stable.